Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dissected the vein. Additional information indicated that the vein was accidentally dissected. The patient underwent an lv lead revision due to the inability to program around the diameter stenosis (ds). The patient was largely asymptomatic and recovered well from the dissection. This lv lead was never in service. No adverse patient effects reported.